Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a blood leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the right atrium but before the dilator was removed and the catheter inserted, it was noted that blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed to replace the sheath.